Event description:
It was reported that this recently implanted implantable cardioverter defibrillator (ICD) recorded an alert for shock lead impedance out of range. Technical services was contacted and discussed the different reasons for a high shock impedance condition following an implant. Careful review of post implant x-rays and in clinic troubleshooting including commanded shock testing were recommended. At this time, the manufacturer of the right ventricular (rv) lead has not been reported. No adverse patient effects were reported. This ICD remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this recently implanted implantable cardioverter defibrillator (ICD) recorded an alert for shock lead impedance out of range. Technical services was contacted and discussed the different reasons for a high shock impedance condition following an implant. Careful review of post implant x-rays and in clinic troubleshooting including commanded shock testing were recommended. At this time, the manufacturer of the right ventricular (rv) lead has not been reported. No adverse patient effects were reported. This ICD remains in service. Additional information received indicates this patient underwent a revision procedure, during which it was observed that the distal pin was not properly connected to the device header. The issue was fixed intraoperatively, and the patient now has normal shock impedance measurements. Besides intervention, no other adverse patient effects were reported.